Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. The shock impedance measurements had been gradually increasing. All other diagnostics were good and stable. Boston scientific technical services (ts) discussed changes in shock impedance measurements and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating additional high out of range measurements continue to be observed. Boston scientific technical services (ts) discussed testing the system with commanded shocks. No adverse patient effects were reported.